Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia worsened with peritoneal dialysis therapy. The patient was not hospitalized for the event. Two days after onset, the patient underwent a hernia repair surgical procedure. On an unreported date, dianeal therapy was discontinued and the patient was going to be on in-center hemodialysis therapy for two months (specific dates of duration not reported). The patient was recovering from the event. No additional information is available.